Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer had experienced hyperglycemia from attorney of the family. Blood glucose reading was 600 mg/dl. Customer experienced hyperglycemia on (B)(6) 2021. The information was received on february 19, 2021 by medtronic. It was unknown that customer was using insulin pump or not within 48 hours of high blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.